Event description:
It was reported that an abdominal aortic aneurysm (aaa) bypass stent procedure was performed on an unknown date. It was also reported that fluoroscopy was done prior to the procedure (though the exact groin was not reported) with the following results: location confirmed in the common femoral artery; the vessel size was greater then 5 mm; and there was moderate media sclerosis. There was no scar tissue reported at the puncture site. A total of four prostar devices were used in both groins during the attempted closure of the aaa stent procedure, two in each groin. It was reported that the device(s) failed. The pt had surgery and was discharged in good condition after a four-day extension of her hospital stay.